Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawyer representing a consumer reported the consumer suffered from chronic back pain related to a back injury. In 2009 the consumer "received a pain stimulator to manage [their] chronic back pain. The consumer alleged their pain stimulator failed. In 2010 the consumer had the pain stimulator removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.